Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the volume discrepancy was unknown. They were awaiting evaluation with neurosurgery for potential baclofen pump and/or catheter replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the managing physician noticed discrepancies during refills and wanted the pump and catheter to be replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were replaced on (B)(6) 2025. The surgeon was able to aspirate 2.5ml from the old catheter before he removed it. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The pump was used to deliver gablofen (baclofen) at a concentration of "2000mcg" at 142mcg/day. The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/doses via an implantable pump for intractable spasticity. It was reported that they had been gradually increasing the patient's dose and the patient claimed to have felt relief with each increase. However, (B)(6)2024, patient came in for a refill and 11.9ml was expected but they got back 34.0ml. The hcp stated they were very confused especially since patient claims to feel relief. They had a side port study scheduled for (B)(6) 2024. The hcp called back and stated they did a side port access and were able to aspirate 3cc's of clear fluid freely. The hcp stated they were going to refer the patient back to the neurosurgeon.